Manufacturer narrative:
Findings: unit not received stuck in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, stained serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they the reservoir¿s retainer ring had been damaged and detached. They did not recall any incident that may have caused damage. The customer¿s blood glucose level was 4.6 mmol/l. The device will be returned for analysis.